Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that there was a malfunction with host pc. The fse replaced the host pc, hard disk and reloaded the system software. After replacement and reloading of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the screen was blue. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.